Event description:
Company representative reported to olympus on behalf of the customer, the evis exera iii gastrointestinal videoscope was used for a procedure after a customer did not follow olympus instructions for precleaning. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. An olympus endoscopy service specialist determined that the device was reprocessed with a different procedure from the instruction manual, including cases where leakage testing is not performed properly. Olympus instructed the customer on proper precleaning according to the olympus reprocessing manual. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that there was a difference in the handling of equipment and recognition of reprocessing procedures between olympus' recommendations and the facilities concerned. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.